Event description:
It was reported that there was loss of capture associated with this right ventricular (rv) lead and that switching to unipolar pacing did not resolve the issue. It was attempted to reposition the lead; however, the lead helix was fibrosed. A new lead of the same model was also attempted, and the pacing thresholds remained high. It was decided to implant a lead of a different model. The original rv lead remains capped in the patient. No additional adverse patient effects were reported.